Event description:
It was reported that this pacemaker exhibited undersensing. In addition, the patient presented in the clinic in atrial fibrillation (af), a report of short af episodes prior to the episode in progress due to undersensing, and sensitivity was adjusted. Boston scientific technical services (ts) explained af burden counter and trend. Moreover, this device was operating as programmed. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.